Manufacturer narrative:
The customer reported that the central nurse's station (cns) application intermittently experienced communication loss while monitoring transmitters. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical product: the cns was monitoring transmitters when the incident occurred.

Event description:
The customer reported that the central nurse's station (cns) application intermittently experienced communication loss. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated this cns was experiencing intermittent communication loss on all bed tiles. When that happens, customer would restart the device to re-establish communication. Sometimes, customer had to restart the cns several times because communication is restored. Further information was not provided. Device was not sent to nka for evaluation. Nk tech support attempted to follow up with customer without receiving a response. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on (B)(6) 2016. Service history shows this is an isolated issue. A review of customer's recent service history shows no other communication loss events. The root cause of the reported intermittent communication loss could not be determined. The issue has not re-occurred since (B)(6) 2019. D11. Concomitant medical products. The cns was monitoring transmitters when the incident occured.

Event description:
The customer reported that the central nurse's station (cns) application intermittently experienced communication loss. No patient injury or harm were reported.